Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue. The additional proglide device referenced is being filed under a separate manufacturer report number. Na.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after an interventional angiogram procedure. Reportedly, the sutures of the proglide device deployed correctly and the knot was pushed down with the knot pusher; however, the knot would not stay down and hemostasis was not achieved. An attempt was made with another proglide device; however, the same thing occurred, the proglide device deployed correctly and the knot was pushed down with the knot pusher; however, the knot would not stay down and hemostasis was not achieved. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.